Manufacturer narrative:
Concomitant medical devices: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger, product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
The health care professional from a clinical study reported the patient had excruciating pain in their rib cage when the stimulator was turned on in (B)(6) of 2013. Reprogramming was done in (B)(6) 2013. Starting in (B)(6) 2013 the patient also had stinging pain around the battery site. The device was explanted and not replaced (B)(6), 2014. The event was considered resolved without sequelae. The patient's indication for use was radicular pain syndrome and spinal pain.

Manufacturer narrative:
Device code (B)(4) no longer applies. Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was rib stimulation upon using the device. The clinical diagnosis was pain in the rib cage when the spinal cord stimulator turned on. The patient stated that there was excruciating pain in rib cage when the spinal cord stimulator (scs) was turned on. The patient stated that it was a nagging and constant pain and pressure in rib cage while the device was in use. The patient attempted to adjust settings with no relief. The patient met with a manufacturing representative and adjusted the device, which helped for one day, then the pain and pressure in the rib cage resumed. The etiology was noted as related to programming/stimulation and surgery/anesthesia. The patient requested explant of the spinal cord stimulator (scs).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the leads which were connected to the implantable neurostimulator (ins).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient stated that pain had been unstable and stated that he felt a stinging pain around the spinal cord stimulator (scs)battery site that was similar to a bee sting. The device diagnosis was painful stimulation. The patient reported that the pain had been unstable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was stinging pain around the spinal cord stimulator (scs) battery site. The patient stated pain had been unstable and stated feeling a stinging pain around the scs battery site that was similar to a bee sting. The clinical diagnosis was pain in the rib cage when the scs was turned on.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the medical history included degenerative disc disease, radicular pain syndrome, and combination back and leg pain.